Event description:
We have been advised that one or more pts may have been mistreated when the hospital used these products in combination. Products implicated in this report: brainlab target positioner, philips pinnacle radiation therapy planning system (and unconfirmed leksell head ring).

Manufacturer narrative:
Our equipment did not cause or contribute to the adverse event. The investigation showed our product was working within specifications and 3rd party products were involved. 3rd party vendors have been contacted and are initiating investigation.